Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4).software version 4.11c. Retainer = black. Customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify pump error 43 and battery failed alarms due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. A review of the downloaded history files reveals on (B)(6) 2022 at 10:01 a pump error 40 (line=454, file=121) alarm was triggered which caused the critical pump error (open book image) alarm, per r&d engineering the pump error 40 (motor safety test failed) is the fatal error. This was the reason for the open-book. The cause for the pump error alarm was the sw. The pump was cut open to perform visual inspection. Moisture damage was found on pcba 1 and the force sensor flex tail. The force sensor zero offset is within specification (23.2 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Critical pump error (open book image) alarm and pump error 40 alarm are confirmed due to a software error. Insulin pump error 43 and battery failed alarms are unknown due to critical pump error (open book image) alarm. Moisture damage was found on pcba 1 and the force sensor flex tail.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.